Event description:
It was reported that the patient underwent a l4-l5 and l5-s1 plif using rh-bmp/2acs, posterior fixation and a peek interbody device. The patient did well for 3-4 months after the procedure, but then began developing increasing pain in her lower back. The patient had reportedly fallen more than once prior to returning to the hospital. A CT performed in 2008 showed bony density visibly extending from the right posterolateral aspect of the l5-s1 interspace laterally into the subarticular and foraminal region, as well as superiorly into the lateral recess above. The right s1 nerve root and thecal sac were not obviously displaced. There was no detected fracture. There did appear to be some bridging bone within the l4-l5 interspace, but ankylosis at l5-s1 was incomplete. The patient underwent a surgical revision in 2009. The peek device and tissues were removed and submitted for histological analysis.

Manufacturer narrative:
We are unable to determine the definitive cause of the reported event.